Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an adc meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of hypoglycemia, feeling dizzy and a seizure. The customer self-treated with a glass of orange juice, cola, grape sugar and a banana. There was no report of death or permanent impairment associated with this event. A sensor result of 6.00 mmol/l was compared to an adc meter of 3.00 mmol/l and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported adverse event.